Manufacturer narrative:
The customer reported the device was cleaned, disinfected, and sterilized before being sent for evaluation. The customer did not know what the foreign material could be. The customer did not wipe/brush the air/water nozzle with a clean-lint free cloth, brush, or sponge. The air/water nozzle/channel was flushed with detergent solution. There was no delay to precleaning, the customer flushed the air/water nozzle with water and air. There were no abnormalities with the accessories used for reprocessing. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of upward/downward angulation control knob was out of the standard value. The nozzle had foreign objects. The adhesive on the bending section cover had a chip and a white-clouded area. Due to clogging of the nozzle, water removal ability did not meet the standard value. The protector of the universal cord on the suction connector side had a scratch. Switch 1 had a scratch. The objective lens had a scratch. The adhesives around the objective lens had a white-clouded area. The adhesives around the light guide lens had a white-clouded area. The plastic distal end cover had a dent. The connecting tube had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the last year. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified and there was no physical damage where the foreign material was found. The foreign material likely remained due to a reprocessing deviation from the indication for use (IFU); however, a definitive root cause of the foreign material in the nozzle could not be identified. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions, operation manual of gif/cf-170 series, chapter 3 preparation and inspection describes how to detect the subject event. Instructions, reprocessing manual of gif/cf-170 series chapter 5 reprocessing of the endoscope (and related reprocessing accessories) describes how to prevent the subject event. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had an angulation malfunction and a cloudy image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.